Event description:
It was reported by the rep the device was used during a breast biopsy. It was reported the rep was told when the device was removed from the pt's breast it was noted part of the plastic grey sleeve was left in the breast. Most was removed by the radiologist, but cannot confirm all removed. Pt was heavy bleeder. Rep stated there was no report of any other indication of difficulty with device and clip deployed without difficulty. Rep stated device was used with p1175 probe.